Event description:
During an MRI scan, a patient's infusion was started with 2 separate infusion lines (morphine and dopamine). A short time after the infusion was started, the nurse observed that she thought the dopamine infusion was delivering faster than expected. This infusion was programmed for 14 ml/hr, with a medication bag volume of 250 ml. The infusion was discontinued without harm to the patient, and it is believed the mr procedure continued without further incident. No patient injury resulted from this event. Please refer MFR report #: 3005053560-2014-00001.